Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to receiving inappropriate therapy. There were episodes of oversensing due to insulation damage on the right ventricular (rv) lead. The rv lea was capped and replaced. The patient was stable and will continue to be monitored.